Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained in the hospital, but the nurse did not have the pd culture results available. However, the nurse confirmed the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy (details unknown). Additionally, the nurse stated the patient will undergo removal of the pd catheter (not a fresenius product) and be transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis may have been due to patient noncompliance/ breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set had a malfunction or product deficiency that caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event may have been attributed to patient breach in aseptic technique as reported by the pd nurse.